Event description:
The user facility reported the device was flimsy. Follow up communication from the user facility confirmed the following; (1) chance for a needle stick when locking into place; and (2) no impact to the patient or staff.

Manufacturer narrative:
(B)(4). Due to the unknown lot # the investigated lots are as follows: 140919b, 141025b, 141127b, 141211b, 141224b, 150115b and 150210b. The actual sample was not returned to the manufacturing facility for evaluation and the lot # is unknown. Therefore, the investigation was based upon the user facility information and the evaluation of reserved samples from three random lots (141127b, 141211b, 150210b). Visual inspection revealed no abnormity. The angle of the safety shield was inspected and met manufacture specifications. Activation of safety shield was activated using the method indicated in the IFU. The safety unit was successfully activated and no tooth was damaged was revealed. A breakage resistance test after activation of the safety unit confirmed the needle did not spring out from the safety shield. Meanwhile, the teeth's status was checked, no abnormity of teeth damage or distortion was found. Verification of the blood-taking function was performed using the method indicated in the IFU confirmed the finger was not exposed to the winged needle. No abnormity was noted from each record after confirmation. It was confirmed with the trend of safety device activation force and breakage resistance of reserved products that were manufactured during 2012 through 2014. A review of the device history record and the final release inspection records confirmed that there were no production related problems for the involved product code manufactured from september 2014 to february of 2015. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be determined based on the available information from the user facility and the evaluation of the reserve samples from three random lots, the results revealed that the performance of our products conform to the performance requirement during normal use. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4). Device not returned to manufacturer.